Event description:
On (B)(6) 2024, an 85-year-old female patient with deep vein thrombosis (dvt) underwent dvt thrombectomy using inari devices. The estimated clot age was 60 days. During the thrombectomy, the triever16 (t16) was advanced into the patient's common femoral vein from the popliteal vein with the dilator. The physician noticed tightness as the t16 was walked back. As the t16 was pulled through the clottriever sheath, 16 fr (CT sheath), the t16 snapped and began to unravel. The CT sheath and remaining part of the t16 were removed together from the patient. The devices were removed completely from the patient without incident and without any resulting patient injury or vessel damage. The case was completed, and no further intervention was required.

Manufacturer narrative:
The device identifiers were not provided, however, the lot history records of all potential lots shipped to the facility were reviewed and there were no discrepancies or unusual findings. The device was returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The treiver16 (t16) was returned inside the clottriever sheath (16fr) (CT sheath) to the manufacturer for evaluation. Visual inspection of the t16 confirmed the device was unraveled and the coil was stretched. Visual inspection of the CT sheath revealed no damage to the sheath nor the funnel. Investigation of both devices concluded that the t16 broke likely due to excessive force used during the procedure. The device identifiers were not provided, however, the lot history records of all potential lots shipped to the facility were reviewed and there were no discrepancies or unusual findings. Additionally, a complaint history review was conducted with the potential lots shipped and no similar issues have been reported against the lot numbers. The device labeling includes the following warning statement: "avoid using excessive force to advance or retract against resistance. If excessive resistance occurs, retract, and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation. The device labeling recommends the use of a 22 fr introducer sheath. Manufacturer reference #: (B)(4).